Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was due to a defective j1, causing an intermittent connection with the battery. The root cause for the defective j1 was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.